Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized possible for low blood glucose. The blood glucose at time of the admission was 91mg/dl. The mother stated that the basal rates were too high, and recently they were changed. The caller also stated that the battery die and the customer received a battery alarm while sleeping. No further information was provided.